Event description:
It was reported to philips that a touched position was observed to be out of alignment. There was no patient involvement or harm. This event was reported to have occurred during periodic maintenance. There was no delay to therapy. The philips field service engineer (fse) observed the issue during device maintenance. Touchscreen calibration was performed, but the phenomenon was not resolved. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
The touchscreen was returned to failure investigation. The customer complaint was verified. The ul_lr and ur_ll resistances were out of specification.